Event description:
Patient stated she encountered four v-go devices that reportedly fell off prior to the 24 hrs. Patient stated she does prep the location with the alcohol swabs and allow the area to dry prior to attaching the v-go.